Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to replicate the customer experience, however, the customer comment was able to be confirmed after review of the error logs of the device. The hard drive was reconfigured, and the software was reloaded and updated. The latch tab on the power cord bay was bent; the power cord bay was replaced. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the display screen of the programmer was not functioning; it was moving in very slow motion, taking two-three minutes to respond after being tapped. The programmer has been returned for repair. No patient complications have been reported as a result of this event.